Manufacturer narrative:
The explanted lens was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Associated product information was not provided. It is unknown if qualified product combinations were used. The root cause cannot be determined for the reported event. Based on the information provided in the file, the root cause may be related to non-product factors. A physician reported an intraocular lens implant was explanted with reason "blurry vision". Clinical reason post-lasik patient. The file indicated that the patient had lasik prior to cataract surgery. Replaced with different power company lens. The lens model and diopter of the replacement lens was not provided. Multiple follow up attempts were made. No additional information has been provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There were no other complaints reported in the lot number. Root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following implantation of an intraocular lens (iol) patient experienced blurry vision. The lens was exchanged with another lens in the secondary procedure. Additional information was requested.